Event description:
It was reported to philips that the device powered up in a vent inop condition, pressure sensor failure. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4).